Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor device had damaged component to the blades. It was further determined that the device had too little power. It was further determined during the pre-repair diagnostics assessment that the device failed for outer hose inspection, safety and for rotations per minute (rpms). Therefore, the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device disconnected during work and dropped oil. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.